Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for improper assembly was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. "

Event description:
It was reported when using the bd vacutainer® edta 2k the customer found the rubber stopper in the tube was crooked. The following information was provided by the initial reporter. The customer stated: "according to the customer's report, the rubber stopper in the tube cap was crooked."